Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-22117. It was reported that the patient presented to the hospital with a lowered ejection fraction (ef%). Upon interrogation, it was noted that the implantable cardioverter defibrillator was not pacing. It was noted that the patient was in atrial fibrillation and the right atrial lead was not sensing any atrial beats. No intervention was reported. Patient was in stable condition.